Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device was unable to communicate via rf telemetry. However, the device was able to be interrogated using inductive telemetry. Technical support was contacted and a firmware download was performed to resolve the event. The patient was in stable condition.